Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp for mechanical circulatory support and upon removal encountered difficulty. Pci was completed and the impella cp was rapidly weaned and removed through the peel-away sheath. The physician attempted to perclose with two pro glide. One perclose failed and another was attempted to be placed that also failed. Activated clotting time (act) remained elevated. Therefore, the decision was made to insert a long 14 french cook sheath and stabilize the site until act decreased. Insertion of the cook sheath was traumatic, and the patient developed a medial site hematoma that required pressure to be held at the site. The patient was transferred to cardiovascular intensive care unit for monitoring until sheath was removed and once removed, manual pressure held for 40 minutes at site. Following the site was noted stable and soft. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of removal issues has been completed. No product was returned and logs are not applicable. The failure mode "removal issues" was removed since the pump was able to be explanted.